Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No qualification records were reviewed; no product lot number was reported.

Event description:
It was reported that the patient had passed away on (B)(6) 2015 and there was no further information provided. Attempts were made to contact the patient's family to provide additional information. Messages were left, but they did not return the calls.